Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall that was a result of shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (1500 mcg/ml at 550.2 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(4) 2017 it was reported that telemetry was done and the pump logs were read which determined that a pump motor stall occurred on (B)(6) 2017 at 06:43 am. The patient had return of severe spasticity and pain all over his body. There was no environmental, external, or patient factors that may have led or contributed to the issue. The patient was an adult cerebral palsy patient with full time caregivers in a group home. The pump was replaced the same day and the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.